Event description:
It was reported that during a procedure at the user facility, the cordless driver 2 handpiece continued to run after the trigger was released. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.